Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a transport the screen went black and the device stopped ventilating.

Manufacturer narrative:
The provided logfiles and batteries of the ps500 were analysed. The user's observation of an unexpected battery capacity loss could be confirmed. It was investigated that other than specified there occurred a rapid aging of batteries inside ps500 in combination with fw1.49 and battery characteristics 01052. If the battery is discharged and the mains supply is missing the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. A fsca has been initiated and already reported.

Event description:
Please see initial-report.